Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (interrupted image) was not confirmed or duplicated; however, service found there was no image displayed due to noise, caused by a breakage of the image sensor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the reported issue (interrupted image/no image) was due to failure of the image sensor unit, a board inside the video connector, or a malfunction on the system side. However, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover was chipped and the bending section cover was scratched. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image on the subject device was interrupted. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported issue.